Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a pain from the implant for awhile, but that since two days ago the pain had become intolerable. The pain felt like "it is shooting out zings." Add'l info has been requested, a f/u report will be sent if add'l info becomes available.